Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl, at the time of incidence. The customer reported that they had trouble with the infusion set. It was reported that the customer had issue with her site and there was a large hematoma due to which blood glucose went to high. Customer treated with manual injection for high blood glucose level. Customer declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.